Manufacturer narrative:
Reference number (B)(4). Catalog number 062945 is the international list number which meets the requirements of the similar product listed in the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient presented to the clinic with a complaint of infection at the peg site. On (B)(6) 2022, he was prescribed augmentin 1000 mg tabs x2, twice a day and cipro 500 mg tabs x2, daily. Concurrently, the patient was treated for esophagitis with antepsin and augementin, there was no indication that an nj tube was in place.